Manufacturer narrative:
The customer¿s report of a set leaking from a hole at the upper fitment was confirmed. Visual inspection showed that the silicone segment had a tear near the upper fitment measuring 0.574mm long. Visual examination under magnification showed a crush mark to the upper blue fitment. Functional testing was performed; a leak was observed from the silicone tubing near the upper fitment. The cause of the leak was a tear in the silicone segment. The cause of the tear is unknown.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the patient returned from or with wet infusion pump and tubing. When examined further the tubing had a hole at the upper fitment.